Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of device/migration of essure device location of device: pubic symphysis/protrusion of the device/perforation fallopian tube(s)") in a 32-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"). The patient was treated with surgery (on (B)(6) 2011 unilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was not successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of device/migration of essure device location of device: pubic symphysis/protrusion of the device/perforation fallopian tube(s)") in a 32-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) , the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"). The patient was treated with surgery (on (B)(6) 2011 unilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was not successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received . Event pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of device/migration of essure device location of device: pubic symphysis/protrusion of the device/perforation fallopian tube(s)") and uterine perforation ("perforation (other): cervix") in a 32-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included ibuprofen and paracetamol (acetaminophen) since 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 4 months 14 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition (depression)"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced weight increased ("weight gain/ loss (specify which one)weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2011 unilateral salpingectomy,surgery (other) type of surgery: surgical removal of one essu) and surgery ((B)(6) 2011, unilateral salpingectomy, surgical removal of coil right coil). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia, weight increased, alopecia and abdominal pain had not resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dyspareunia, fallopian tube perforation, menorrhagia, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff reported that she is still dealing with complications since she has one essure coil inside. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was not successfully occluded then unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received. Lab data added. Reporter information updated. Plaintiff demographic was added, concomitant condition added. Concomitant medication added. Following event: perforation (other) please describe and state the location of the perforation : cervix, abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition (depression), mental anguish, dyspareunia (painful sexual intercourse), weight gain/ loss (specify which one)weight gain, hair loss, abdominal pain were added. Outcome of events were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of device/migration of essure device location of device: pubic symphysis/protrusion of the device/perforation fallopian tube(s)") in a (B)(6) female patient who had essure (batch no. 825627) inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2011 unilateral salpingectomy). At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was not successfully occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Event added as perforation (fallopian tube(s).lot number, relevant lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.